Event description:
Res. Noted to be on floor by nac. Found next to bed with side rail down. Resident noted to have multiple bruising, cut above lip, possible hematema, back of head. Transferred to e.r. Maint. Found latch stuck in unlocked position. Replaced rail with brand new side rail.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: factory trained/authorized/owned service organization. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.